Event description:
It was reported that the drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Insulin pump received in with a protruded/loose drive support disk. A cracked reservoir tube lip and scratched lcd window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.